Event description:
On (B)(6) 2013, it was reported that the keypad buttons were intermittently unresponsive. It was also reported that the rubber keypad was peeling off around the up and ok keypad buttons and the keypad button symbols were wearing off. It was not indicated whether the damage occurred prior to or after the response issue. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the reported issue remained unresolved at the time of trouble shooting.

Manufacturer narrative:
The pump has been returned to animas but evaluation has not yet completed. When the evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 10/23/2013. Device evaluation: the device has been returned and evaluated by product analysis on 10/14/2013 with the following findings: the contrast button was intermittently responsive and required multiple button presses. The up arrow, down arrow, and ok buttons responded properly. The keypad cover was torn. Contamination was present under all of the button contacts when the keypad was removed. The symbols on the keypad were worn off and unable to read. Unrelated to the keypad complaint, investigation revealed that the text on the display screen was dim, discolored, and difficult to read. The pump cover was removed and the display screen was replaced with a new screen for testing. Once completed, the contrast returned to normal with no discoloration of text. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.